Event description:
It was reported that the lead exhibited no capture in both unipolar and bipolar configurations, it was also noted that the r-waves had dropped. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.